Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ bc pro shielded IV catheter foreign matter was discovered on the needle, near the tip. The following information was provided by the initial reporter, translated from japanese to english: this report is about fm. Fm was observed at the needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-jul-2023. Investigation summary: bd received an opened 22 gauge insyte autoguard blood control pro unit from lot 2336530 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed black specks of foreign matter (fm) present on the silicone lubricant of the catheter tubing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Ftir testing was performed on the black specks and the analysis determined them to be polydimethylsiloxane or pdms. Pdms is a component of silicone which was applied as a lubricant on the catheter tubing during manufacturing. Although silicone-based lubricant is normally clear, silicone can form gel particles over time and due to the chemical structure of the material the lubrication can turn black with oxidation and heating over time. Additionally, during the silicone recycling process, contaminants may be introduced during manufacturing. To mitigate the occurrence of this type of defect, operators perform cleaning regularly, along with practicing good manufacturing procedures, and wearing proper gowning.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ bc pro shielded IV catheter foreign matter was discovered on the needle, near the tip. The following information was provided by the initial reporter, translated from japanese to english: this report is about fm. Fm was observed at the needle tip.